Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
. Follow-up #2, 9-feb-2017 - correction to serial#.

Manufacturer narrative:
Follow-up #1: date of submission: 10/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: there was visible moisture on the display screen. The battery compartment was found to be cracked. There was an additional crack in the pump casing near the case seal. The battery compartment was crack below the grip pad. The pump failed a leak test due to a leak with the casing damage. Moisture corrosion was found on the internal components of the pump. Unrelated to these issues, the display screen was dim and discolored.